Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that over the weekend there was an incident of burns on a patient following the use of ECG electrodes. Additional information stated that the burns have evolved favorably with the use of flammazine, antibacterial ointment.

Manufacturer narrative:
As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. In addition to photos, five representative electrodes were were used (already applied to a patient) and contaminated. Devices returned in this condition cannot be used for any type of analysis. As a result, a proper root cause analysis could not be performed. In general, skin irritations may be caused by an allergic returned to the manufacturing site for the investigation. The samples that arrived reaction against one of more components of the electrode, pre-treated skin, or patient medication. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for tracking and trending purposes.